Event description:
Six (6) separate events have occurred since may 2nd, 2024 where the dialysis blood line becomes disconnected from the flowart needle-free split septum valve while the patient is receiving a dialysis treatment. This has resulted in the loss of blood on several of these occasions. The distributer/manufacturer has been notified of each event. Reference reports: mw5158284, mw5158286, mw5158287, mw5158288, mw5158289.